Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter which resulted in a leak. This was observed during use of the devices for peritoneal dialysis therapy. The patient was standing in the kitchen and suddenly felt wet around their legs. The transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.